Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent dislodgement and difficult to advance/position could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy or accessory devices. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, interaction with accessory devices, damage to the catheter, patient disease state, interaction with previously placed stents or accumulation of blood or contrast. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous, 85% stenosed lesion during advancement, as resistance was noted, resulting in the reported difficult to advance/position, ultimately contributing to the reported stent dislodgement; however, based on the information provided by the account and without the device to examine, this cannot be confirmed. A snare was used to remove the dislodged stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 85% stenosed de novo lesion in the subclavian artery with heavy calcification and moderate tortuosity. The 10x29mm omnilink elite balloon expanding stent (bes) was advanced with resistance with the anatomy. During advancement the stent became dislodged. Therefore, a snare was used to removed the dislodged stent. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.